Event description:
It was reported that during an arthroscopy, the biosure screw broke into pieces during implantation. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. The back up device was used in the originally drilled bone hole so no void was left in the patient. The screw was fully removed from the patient using a screwdriver. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the device's label and the device with its proximal end broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during an arthroscopy, the biosure screw broke into pieces during implantation. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.